Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. However, it was likely that intermittent image was displayed during procedure because the following parts became abnormal temporarily: 1. Scope/camera head 2. Ap board (patient board) 3. Dp board (image board 3f) 4. Receptacle u 5. Ap-dp flat cable a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the visera elite video system center had an intermittent video. This reporter stated the issue occurred prior to patient procedure and no procedure delay occurred. No other procedural information could be confirmed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue was not confirmed; the device was soak tested for 6 hours and tested with multiple scopes and cameras. All outputs to the monitor were observed with no faults seen. The device was fully tested per the manufacturer's procedures. The following additional findings were also noted: worn device feet, small amount of dust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.